Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of one device. Photographic inspection noted the tack appeared to not be holding the mesh properly. The device was not visible in the photographs. Functional evaluation could not performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). (Extended by thirty minutes). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional hernia, during the time of fixing the mesh with the tacker, the first tacker struck during the fixation and took the other tacker available with them and tacked the mesh the tack pulled off the mesh. The procedure was extended by thirty minutes. They performed hand sutures to resolve the issue. There was no patient injury.